Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability. A 6x9 insert was revised to a 6x19 cs insert (rep was not present until after the removal of the insert in situ and does not know what type of insert it was). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability. A 6x9 insert was revised to a 6x19 cs insert (rep was not present until after the removal of the insert in situ and does not know what type of insert it was). Rep confirmed that no further information will be released by the hospital or surgeon.